Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. During preparation for the procedure, the catheter was found kinked out of the package.

Manufacturer narrative:
Result: the neuron 070 delivery catheter was flattened approximately 24.5 cm from the hub. The catheter was also kinked approximately 85.5 and 92.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the neuron delivery catheter 070 was kinked when removed from the package. Evaluation of the returned device confirmed kinks approximately 85.5 and 92.0 cm from the hub as well as a flattened section 24.5 cm from the hub. If the product is mis-handled during removal from the packaging or during preparation for use, it is likely that damage will occur. These devices are packaged inside a shipping tube which houses the entire length of the catheter; therefore the catheter shaft would have been protected from this type of damage. In addition, it is unlikely that the damage occurred prior to packaging the catheter as the device could not be re-packaged in the shipping tube. These catheters are also 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.